Manufacturer narrative:
The suspect device was evaluated by the olympus service center and the reported problem could not be duplicated. No problems were noted.

Event description:
A user facility reported to olympus that error "e117" was generated. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. The investigation determined possible causes as deterioration or an accidental electronic component failure.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5 and h6. Initial reporter information, section e2 and e3, was not provided to olympus.

Event description:
The reported problem was first identified during preparation for use. The intended procedure is unknown.